Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be peeling. Evaluation revealed all keypad buttons were intermittently unresponsive. There was evidence of keypad contamination found under the contrast key contact. Moisture was observed on the keypad flex connector. Unrelated to the complaint, the display lens was found to have a leak. Investigation revealed that the display screen was dim and discolored. Moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad cover was torn and had peeled and all keypad buttons were unresponsive. It was reported the response issue occurred after the pump was worn while the patient swam. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.